Manufacturer narrative:
Correction: a2, a3, and b7; patient details inadvertently omitted from initial report the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that flow measurement alarms #206 and #208 occurred during a patient¿s treatment on a novalung console. The alarms occurred repeatedly causing interruptions. Flow measurement was not possible during these phases. There was no indication that the alarms caused any patient injury or harm. The sensor box for this device was available to be returned for evaluation. Despite multiple efforts to obtain additional information, thus far no further details have been provided.

Manufacturer narrative:
Additional information: b5, d9, h3 plant investigation: no parts were returned for evaluation. Therefore, the reported failure could not be reproduced. However, the error that occurred can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at the p102 connector of the ¿digiflow mini1¿ board or at the x11 connector of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A review of the device history record (DHR) was performed. No deviations were found in the production records. The described situation is adequately addressed in the instructions for use (IFU). Since no parts were returned for evaluation, a definitive cause of the described problem could not be determined. A new CAPA was opened to address this issue, and measures will be taken to prevent the occurrence of this error in the future.

Event description:
The sample was not available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that flow measurement alarms #206 and #208 occurred during a patient¿s treatment on a novalung console. The alarms occurred repeatedly causing interruptions. Flow measurement was not possible during these phases. There was no indication that the alarms caused any patient injury or harm. The sensor box for this device was available to be returned for evaluation. Despite multiple efforts to obtain additional information, thus far no further details have been provided.